Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an ipg replacement procedure and was doing well post operatively. The old ipg was replaced with MRI compatible ipg. The explanted ipg was discarded.